Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2010. It was reported that the pt was no longer receiving effective stimulation. It was reported that the pt felt complete pain relief during her trial period, but the permanent sys has provided no relief. Reprogramming efforts have been unsuccessful at resolving the issue. The pt was scheduled for another reprogramming session; however, it is currently undetermined whether this resolved the issue. No further info is available.